Event description:
Same case as: 2134265-2014-07390, 2134265-2014-07391. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was moderately calcified and moderately tortuous. During a percutaneous coronary intervention (pci) with intravenous ultrasound (ivus), an opticross¿ imaging catheter was used in conjunction with ilab ultrasound imaging system ad galaxy intravascular ultrasound system sled to perform automatic pullback. During pre- ivus, it was noted that the automatic pullback could not be performed. Resetting was done. However, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).